Event description:
It was reported by service report that the scale was not working, and the power cord plug had broken power prongs. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: power cord plug with broken prongs. Malfunctioning scale module.